Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Catheter inserted on (B)(6) 2021, showed externalization of approximately 4cm and rupture with medication overflow on (B)(6) 2021, evidenced during dressing.

Manufacturer narrative:
The 5f pro-PICC was returned for evaluation. Visual inspection confirms the complaint as there is a lumen burst at the 2cm mark and another near the 12 cm mark. A guidewire was inserted from the distal end of both lumens and a great deal of dried blood and tissue was removed. The guidewire was then inserted into the white luer and advanced only to the point of the 2 cm burst. Forcing the advancement of the guidewire produced dried blood and tissue through the burst hole. The guidewire was then inserted into the purple luer and that advanced only to the 12 cm burst. Again forcing advancement of the guidewire produced dried blood and tissue through the burst hole. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specifications with no non-conformances or abnormalities. The inspection process includes a 100% leak test at the very end of the manufacture process that would have detected a leak or a weak spot if it existed at the time of manufacture. A definitive root cause cannot be determined but is not likely manufacture related. It is possible that flushing against resistance may have contributed to the lumen bursts. The instructions for use (IFU) contains the following information: occluded/partially occluded catheter - if resistance is encountered to aspirating or flushing, the lumen may be partially or completely occluded. Warning: do not flush against resistance. *if the lumen will neither aspirate nor flush, and it has been determined that the catheter is occluded with blood, follow institutional declotting procedure. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.